Event description:
The space labs cardiac system lost collection of monitoring. While monitoring, data collection ceased. The patient's waves were visible and allowed the monitoring techs to respond to any rhythm issue that may have occurred, however, they could not print or analyze and save monitor strips.